Manufacturer narrative:
This report was initially submitted following notification from a customer in finland regarding an end of day (eod) failure in association with the vitek® 2 hp rp5700 computer (ref. W0452, serial number (B)(6)). The customer stated that the following warning message appeared in vitek® 2 pc software: "unavailable for remote access because end of day is running". A database backup from the customer's system was received for this investigation. After a thorough review of the information documented by local customer service (lcs) in the complaint and the customer's data backup, a cause relayed to the vitek® 2 systems software could not be identified. Lcs indicated that the customer's rp5700 pc (s/n (B)(6)) exhibited slowness, and they had not been able to successfully apply design note 20-004a to address potential eod issues. Lcs concluded these symptoms to be hardware-related. Subsequently, the customer's rp5700 pc was replaced with a newer model (hp rp5810) which supports the execution of design note 20-004a. The reported issue has been resolved. The rp5700 pc was not available for return, so it is not possible to confirm that the customer's complaint was due to the pc. See section h10.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) notified biomérieux of an endofday (eod) failure in association with the vitek® 2 hp rp5700 computer (ref. W0452, serial number (B)(4)). The customer stated that the warning message "unavailable for remote access because end of day is running" appeared in vitek 2 pc software on saturday, (B)(6) 2020. The customer was unable to launch the vitek 2 application. The issue was resolved by restarting the vitek 2 pc at the guidance of (B)(6) local customer service (lcs) on monday, (B)(6) 2020. The results from the previous 48 hours were sent to lis successfully. The customer indicated a delay of up to >48 hours in reporting patient results to physician(s). The reason for the customer's delay in contacting biomerieux support is unknown. On tuesday, (B)(6) 2020, the customer stated that the warning message reappeared in vitek 2 pc software. Troubleshooting/review of the pc software files by biomérieux global customer service (gcs) identified patient isolates from 2018 to current date that have not been reviewed/approved by the customer. These isolates must be reviewed on a routine basis in order to move the data to the inactive workspace on the pc. This will lessen the amount of data to be manipulated; and therefore the time required for eod to complete. It is recommended the customer "clean" the database daily to allow isolates to process as designed. Database cleanup, via customer review of pending isolates (back to 2018), and application of design note 20-004a by the local field support will prevent this behavior from occurring in the future. It is unknown how many patients were associated with the tested samples. However, the customer stated "patient results have been ok and no false results have been answered". There is no indication or report from the laboratory that the delayed results led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.